Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the needle was clogged with a bd 5ml syringe with needle. The following information was provided by the initial reporter, translated from (B)(6) to english: prior to catheter maintenance, the syringe product needle was found to be clogged.